Manufacturer narrative:
Catheter: model 8709, serial# (B)(4), implanted: 2007 (B)(6). (B)(4).

Event description:
The healthcare provider (hcp) requested code to turn pump off permanently. The patient had a "spine surgery around the pump" (B)(6) 2012, during which the catheter was severed and the patient had a "dural tear." Around that same time an infection that was "ongoing for months and months" and "wasn't due to the pump" was diagnosed as pseudomonas "growing back there," and the patient "got meningitis twice." It was also noted that a critical alarm for motor stall occurred (not date was reported) and that the device had been "empty for more than three months." The plan was to take the pump out "in a few months" from the time of the initial report for "infection." The device system was used to infuse morphine. Additional information has been requested, but was not available as of the date of this report.